Manufacturer narrative:
A review of the device history record was not possible since the lot number was unavailable.

Event description:
It was reported that a pt underwent an open repair of a large ventral hernia repair (with loss of domain) and component separation. The repair was completed with a remaining defect of approximately 3-4 inches wide and 6 inches in length where a veritas patch was used to bridge this defect. The surgeon used another MFR's surgical tacker and prolene suture to secure the veritas. Following the procedure, the physician described the pt as having a depressed affect, which was the pt's normal presentation. However, due to the pt's depressed stated, the pt hospital length of stay was delayed by 1-2 days. The pt was discharged on the 5th or 6th post-operative day. The pt returned to the clinic one week post discharge for a routine examination and was reported to be in good condition. The pt later experienced diarrhea and dehydration. The physician felt that this was a community acquired viral gastroenteritis and treated the pt accordingly. The pt's diarrhea and dehydration grew worse and sometime during the course of this illness, the pt felt a "pop" in her abdomen. The pt returned to the clinic and was found to have severe dehydration and sepsis. The pt was admitted to the hospital and was returned to the operating room where the physician discovered an enterocutaneous fistula. The physician further observed that the veritas patch was absent. The wound was debrided, the pt was stabilized, and a wound vac was placed. The pt's white blood cell count was elevated as well as the eosinophil level (26%). Infection disease was consulted and eval of the pt noted that an eosinophil of 26% is considered to be very high and typically indicative of a severe allergic reaction. The physician suspected that the pt may have had an allergic reaction to veritas.